Event description:
Boston scientific received information that during a device replacement procedure this right ventricular (rv) lead exhibited high shocking impedance measurements greater than 125 ohms when connected to the new cardiac resynchronization therapy defibrillator (crt-d). Attempts were made to disconnect and reconnect the lead and the high shock impedances remained. The lead was then reconnected to the previously implanted crt-d and impedances were still greater than 125 ohms. The lead was surgically abandoned and a new df-4 lead was implanted. A new crt-d was also implanted to accommodate the df-4 connector. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.